Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using acrobat-I stabilizer. The buckle of the fixed base is broken so it can't be fixed to the sternum blade. Replacing the same equipment to complete the operation without harming the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using acrobat-I stabilizer. The buckle of the fixed base is broken so it can't be fixed to the sternum blade. The joystick is in the anterior descending branch position. Replacing the same equipment to complete the operation without harming the patient.

Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using acrobat-I stabilizer. The buckle of the fixed base is broken so it can't be fixed to the sternum blade. The joystick is in the anterior descending branch position. Replacing the same equipment to complete the operation without harming the patient.

Manufacturer narrative:
Trackwise ID: (B)(4). Corrected manufacture site to be suzhou, corrected d3, d4, h3 updated d10, g1, g3, g4, g7, h1, h2, h6, h10, h11 the investigation has been started since the complaint was received, the following contents have been conducted: 1. DHR review: the DHR have been reviewed, there¿s no deficiency identified from production relevant to the acrobat-I stabilizer mount damage prior to this complaint. All the products passed 100% visual and function inspection, which demonstrate the housing mount has no flaws/crack etc. Appearance defect, and all the products were simulate to be fixed on the blade by locking the jaw with no breakage. Raw material coa was checked and supplier certified that the materials used are conforming to drawing requirement. Rm7001164 housing mount supplier DHR was checked, and the injection parameter and product inspection was found normal and no non-conformity observed. 2. Trend review: in the last 12 months, from 28th dec 2020 to 28th dec 2021, the occurrence rate is approx. 0.027%. 3. Randomly checked 800 ea rm7001164 housing mount from another lot 3000173023, there's no flaws/crack etc. Appearance defect observed. The radius on the housing mount has also been checked, the radius is conforming to the drawing requirement. 4. Device was received on dec.31th, below evaluations were conducted: 1) visual inspection there¿s no obvious cosmetic defects found on the housing mount, and the fracture did not appear to have propagated along a knit line, flow mark or parting line. Which is same with the hospital feedback, there¿s no visual appearance defect on the mount part. 2) the dimension of the fractured chips and 15ea housing mount from batch#:3000207418 was measured, the dimensions are within drawing specification and no abnormal was found. 3) simulation test to follow labeling instruction of using regarding mount and dismount test on maquet retractor was performed for two devices from same lot. The device was hooked on the retractor, then locking the lever and tighten the knob and link arm. Repeat the test for 30 times, and check the physical of the mount between each test. The test result indicated no any mount damage or fracture observed, which indicated no fracture risk under normal using. 4) fracture simulation test was performed from a random lot without this complaint. To make the housing mount be fractured need to apply extreme strength even put the weight of the body on it, which indicated no housing mount fracture risk under normal using. 5) fracture force and locking force was studied with 15 ea rm7001164 housing mount from lot 3000100036. It¿s indicated that the jaw locking force is around 285 n and with 1 ppm chance would reach 324 n. The breakage force mean is about 747 n and with 1 ppm chance the breakage force be lower to 457 n. Further capability of jaw locking force was studied as well, and no probability to result in the mount anterior portion fracture in normal use was observed. Based on above investigation, no physical or dimension deficiency indicating or contribute to the report failure was found on the reported device; the supplier certified that material meet drawing requirements. The simulation mount and dismount test follow labeling instruction did not indicate any failure. Fracture simulation test indicated extreme strength is needed to break the housing mount. Detail fracture force study also indicated no probability to result in the mount anterior portion fracture in normal use. The event occurred during the use of the device and the procedural operation is unavailable for our review. With the available information, it is not possible to determine if the device was used in accordance with the labeling in regards to the reported failure. The most probable root cause of the anterior portion fracture would be much force used during adjusting the stabilizer or the anterior portion was fixed during removing the stabilizer from the retractor. Improvement for the reported/analyzed failure mode(s) are being maintained and documented under maquet's corrective and preventive action (CAPA) system.